Manufacturer narrative:
Medwatch sent to FDA on 09/17/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "exaggerated a bit" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of "exaggerated a bit" as follows: contra-indications " do not overcorrect."

Event description:
Healthcare professional reported patient was injected to the lips with juvederm ultra xc and noted they "exaggerated a bit in upper lip volume." No treatment noted. Symptoms are ongoing.